Event description:
On (B)(6) 2012, the patient left a message with animas reporting that after swimming, the pump kept on prompting for a new battery even though the battery was replaced. Animas customer support was able to reach the patient later the same day to obtain the following information: the patient reported that he kept on receiving the low battery message and replace battery alarms since he went swimming with the pump 2 days ago. He changed the battery twice and the alarms still appear. He indicated that the pump would work for about 2 hours with the new battery and then gets the low/replace battery alarms. The patient denies damage to the pump's casing and battery cap. He confirmed that the battery was securely attached to the pump. The patient did not see any visible moisture or corrosion in the battery compartment or behind the display. He did not have a battery to power up the pump to retrieve alarm codes. The patient was advised to obtain a new battery and contact animas again after replacing the battery. On (B)(6) 2012, the patient spoke with animas again to report that the pump powered up but when he went to correct the date/time, the display went blank and the pump "died." There were no allegations of harm or injury was a result of the power issue. There was no indication that the pump caused or contributed to an adverse event. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal patient use observed in the black box or download history. There were no power on resets observed in the black box history. The pump was booted to the verify screen with the appropriate vibratory and audible alarms. There was no damage found to the battery compartment or battery cap. The battery cap was found to secure tightly to the pump with no visible yellow o ring. The pump was exercised for 24 hours with the returned battery cap with no power loss or rebooting issues. The pump cover was removed and there was no evidence of moisture or damage found to the battery flex or power circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was unable to be duplicated during investigation.